Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second needle: 1221934-2014-10130. (B)(4). The lot expiration date is not available.

Event description:
The sales rep reported that during a meniscal repair when using the omnispan meniscal repair system with 12 degree needle both implants deployed at the same time when the gray trigger was depressed. This happened twice and both times the surgeon left the implants in the meniscus. The surgeon completed the procedure with a third like implant right adjacent to the first two with no patient consequences or delay over 30 minutes. The sales rep reported that the surgeon only pressed the gray trigger when both implants deployed. She stated that the needle was loaded correctly and the surgeon did not overpenetrate the meniscus.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).